Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringe with needle barrel was cracked, and leakage occurred from the connection site. The following information was provided by the initial reporter, translated from (B)(6): "leakage in the needle, it says that in the purple part that leaks, when performing the application. Cracked syringes".

Manufacturer narrative:
Correction: after further review, the event types of cracked syringe and leakage were found to have already been captured under MFR# 3003916417-2022-00064 and 3003916417-2022-00063, respectively. As a result, this complaint captures only the bent needle incident, which is not considered a reportable event. Therefore, this complaint will be cancelled.

Event description:
It was reported that the unspecified bd¿ syringe with needle barrel was cracked, and leakage occurred from the connection site. The following information was provided by the initial reporter, translated from portuguese: "leakage in the needle, it says that in the purple part that leaks, when performing the application. Cracked syringes"